Event description:
The customer reported that post procedure, the patient was found to have burn marks on the back. The burn marks were found while patient was in the ward, where the burns were treated. The customer did not provide a degree of burn or treatment because the patient was not admitted and no medical records are available. The patient is ok and at home. A megadyne return blanket electrode was used with the generator at the time of incident with no alarms heard. The customer stated the return blanket electrode has more than one year of use in different procedures.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.